Event description:
It was reported that right ventricular lead exhibited high thresholds and undersensing. The lead was repositioned successfully. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.